Event description:
An international customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. The bi was incubated for 24 hours. After sterilization the chemical indicator (ci) changed color correctly. The subsequent bi result was negative. The load included 1 cataract set, 1 turis set, 1 eric, and 1 scope with camera. The load was partially released and used on a patient before the results were confirmed. The load item released was the cataract set. There was no injury or harm associated with the issue. This event is reported to the FDA since the load was partially released and used on a patient before the cyclesure® 24 biological indicator (bi) results were confirmed.

Manufacturer narrative:
Manufacturer date: 03/25/2015. Device information - correcting expiration date from unk to 08/31/2015. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction codes and lot number, failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis for the product code of 'suspected positive bi" was reviewed from june 2014 through may 2015 and revealed a significant trend which was addressed through CAPA. Trending analysis for the product code of ''load not recalled" was reviewed from june 2014 through may 2015 and no significant trend was observed. Trending analysis by lot number was reviewed from 03/25/2015 to 06/22/2015 and no significant trend was observed. The fmea was reviewed and indicates that the risk priority numbers (rpn) associated for the failure mode is at an acceptable level. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The product malfunction code of "load not recalled" was added because the customer did not successfully recall all items in the load. It is not related to a functional failure of the product. Further investigation into this issue is not required since the code is used for medwatch reporting purposes. The load not recalled issue is attributed to user error as the customer recognized the positive bi and the instructions for use (IFU) instruct the user to follow their facility policies for instrument retrieval and physician notification. One suspect positive cyclesure® 24 bi was returned for visual inspection. The chemical indicator disc was gold in color which indicates exposure to hydrogen peroxide. The media was yellow in the crushed vial. No manufacturing related anomalies observed. Three unused cyclesure® 24 bis were returned and submitted for functional evaluation. Two bis were used as controls and one bi was tested for functionality. The tested bi met specification with no damage or leakage observed after processing. Thirty-two (32) retains bis were subject to functional evaluation. All thirty-two bis met specification. Also, no damage or leakage was observed with the retains. It is unlikely the suspected positive bi was caused by a performance issue as the retains and returned product met functional specification, DHR review found no anomalies that would contribute to a positive bi result, and lot history review found no significant trend in this lot. Also, no manufacturing anomalies were observed in the returned suspect bi that would contribute to a positive bi result. Sterrad® performance is also unlikely as the cycle passed and the chemical indicator disc changed correctly. The customer stated subsequent bis were negative for growth. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the IFU. A customer letter has been sent addressing the load not recalled issue. The issue will continue to be tracked and trended.

Manufacturer narrative:
(B)(4).